Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 303 mg/dl at the time of incident. Customer other relevant blood glucose level was 401 mg/dl, 112 mg/dl, 209 mg/dl, 286 mg/dl, 303 mg/dl, 445 mg/dl, 455 mg/dl, 540 mg/dl and 406 mg/dl. The customer was assisted with troubleshooting. The customer realized the tubing was not connected to the, in the morning it was still high. Customer reported they did receive a calibration not accepted alert. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.